Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture. In addition, the lead pacing impedance measurement was more than 2000 ohms. Tests were done and it appeared that the lead had a conductor fracture. Then, the physician tried to implant a different lead but was unsuccessful. The physician replaced the device electively and capped the lead. No adverse patient effects were reported. The device and the lead were out of service. Additional information received. The attempted implant was a competitor lead. No noise was detected. No adverse patient effects were reported. The lead was surgically abandoned and the device was explanted.